Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker had premature battery depletion. The device was explanted and replaced on (B)(6) 2021 without issue. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of the device image noted high current during implant, which is consistent with increased current drain caused by the firmware. The high current could not be reproduced during analysis. Mechanical, visual, physical stress, and interrogation analyses were normal with no anomalies noted. Electrical tests showed device at normal elective replacement indicator (eri).